Manufacturer narrative:
Philips sent a quote for parts replacement and repair to the customer. The customer has not accepted the quote at this time, and therefore, the case was closed. There is no request for philips to evaluate the device at this time, and thus, the root cause cannot be determined. Multiple attempts have been made to obtain information if the device was in clinical use at the time of failure but unsuccessful. If the customer calls back for further assistance, an evaluation will be performed, and an additional report will be submitted. The device service history record for this device was reviewed for similar failure code(s). No relevant failure code(s) were found in the device service history record.

Manufacturer narrative:
Date submitted: 31aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the display was dim even at the brightest level. Patient involvement is unknown; however, no patient or user harm was reported.